Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1665, awareness date 19-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010. Consumer reported that after essure procedure she started to have irregular bleeding and pain when she tried to get intimate with her husband, excessive sweating, headaches, bloating, urine leakage, occasional sharp stabbing in groin area and weight gain. Her bleeding became so bad that she had to have a hysterectomy in (B)(6) 2014 as well as a bladder tuck, however she still has her tubes and the coils, and she still have the same symptoms except for the bleeding. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and started to having irregular bleeding / bleeding became so bad (interpreted as genital bleeding). This event is serious due to its medical importance and listed in the reference safety information for essure. In this case, consumer experienced this event after essure insertion procedure. It was reported that her bleeding became so bad that she had to have a hysterectomy performed, leaving her tubes and essure coils. Considering the nature of the event and that genital bleeding may occur with essure therapy, a causal relationship with suspect insert cannot be excluded. Since a surgical intervention was performed, this case was regarded as incident. Additionally, another serious event (bladder tuck, unlisted and unrelated) and non-serious events were reported. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
-Result and assessment of the product technical complaint investigation received on 06-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and started to having irregular bleeding / bleeding became so bad (interpreted as genital bleeding). This event is serious due to its medical importance and listed in the reference safety information for essure. In this case, consumer experienced this event after essure insertion procedure. It was reported that her bleeding became so bad that she had to have a hysterectomy performed, leaving her tubes and essure coils. Considering the nature of the event and that genital bleeding may occur with essure therapy, a causal relationship with suspect insert cannot be excluded. Since a surgical intervention was performed, this case was regarded as incident. Additionally, another serious event (bladder tuck, unlisted and unrelated) and non-serious events were reported. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs